Event description:
Hospital contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient removed sensor from insertion site. Upon sensor removal, patient reported that the sensor wire was broken and small portion remained in skin. Patient reportedly removed remainder of wire. Patient did not seek medical intervention, and reports there is no pain. At the time of the call, patient reported being fine. Dexcom has issued an rga for patient to return device to be investigated.